Manufacturer narrative:
Product received on: 07aug2019. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. The complainant returned unopened components from the same set as the sheath, but the used sheath was not returned to cook for investigation. A physical examination of the returned components showed that all hubs and fittings were attached. Though the failing component was not returned, the customer did provide a photo showing the separated flexor sheath. The device is blurry in the photo, but it appears that the sheath tubing is missing its flare, and that the inner coil is protruding from the tubing. It is assumed that the separated flare is still within the hub and not visible in the photo. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The product¿s design history file shows the risks associated with this device were acceptable when weighted against the benefits. A review of the device history record of the complaint lot and related subassembly lot showed no nonconformances. A database search revealed no other complaints for the same failure mode under this lot number at the time of this investigation. Since there are no related nonconformances or other complaints for the same failure mode from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k171820. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was selected for use in a transjugular intrahepatic portosystemic shunt (tips) procedure. As reported, "after the outer sheath advanced into the patient, the valve of 10f black catheter fell out from the catheter." The procedure was completed with a replacement device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.